Event description:
It was reported by the patient that when the start button on the remote monitor was pressed no indicator lights came on and it did not initiate a manual transmission. The monitor was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the carelink monitor has power but does not begin transmission. A new monitor was sent to the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analyzed and no anomalies were found.